Manufacturer narrative:
H2-3) the software analysis concluded that the reported issue was not a software issue. Complaint data analysis found the event was due to a usability issue as per log review: ""mobile view station (mvs) info 2/5/2025 12:46:51 pm displayed the following message to the user: alternating current (ac) power lost. Mobile view system will shut down if the power is not restored. Check ac line power and/or mvs circuit breaker. Ac line power lost. ¿the field representative (rep) switched outlets and the beeping stopped."" Software functioned as designed. Codes: b01, c19, d14 h2) please see section d9 for when the device was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used. It was reported that it was not possible to expose for a scout because "the brains" for the imaging system were beeping, indicating that it was not plugged in, even though it was. The manufacturer representative (rep) switched outlets, and the beeping stopped. The reported issue happened intraoperatively. The site was almost certain that this issue occurred because of a fault power outlet in the operating room. When the power cable was plugged into another outlet, the system worked just fine. A patient was present, and there was a less than 1 minute delay. There was no reported impact on patient outcome or on navigation. The procedure was completed without any issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2. H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0508 was coded for the beeping. A090501 was coded for the inability to expose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure being performed was a thoracolumbar fusion.

Manufacturer narrative:
H2) please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.